Event description:
It was reported that during a bench testing procedure, following multiple inflations of the ultrathin diamond balloon, the physician was required to use significant force to withdraw the balloon from the 7fx7cm super sheath. It was a 9 mm balloon and it became stuck at the distal tip.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.